Event description:
Pt reported that he has experienced insulin leakage from the infusion set from underneath the self-adhesive. This has been an ongoing concern and most recently occurred on (B)(6) 2011. This has resulted in elevated blood glucose of up to 300 mg/dl, and pt corrects hyperglycemia with the infusion device. The infusion needle is changed every 1-2 days and the tube every 3-4 days. Pt discovers the leak when the infusion set self-adhesive is wet. Pt did not start new medication or have an infection, and his normal blood glucose level is 100 mg/dl. Infusion sets were requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.